Manufacturer narrative:
Inadequate resistance to autoclaves is known to cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb handswitch run/safe switch glides freely, presenting a potential for the device to inadvertently be activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb handswitch run/safe switch glides freely, presenting a potential for the device to inadvertently be activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.